Event description:
On (B)(6) 2013 caregiver applied two devices to this child's upper arm and left thigh. The device stuck to the wound and could not be easily removed. They sought medical help. After soaking the devices in saline solution for approx 30 minutes, they were only successful in lifting a small portion of the device on the arm. The pts took the end user to the ER. They prescribed silvadene cream in an attempt to dissolve the adhered non-stick device. The device was removed from the leg on (B)(6) 2013, and the rest of the device on the arm on (B)(6) 2013. A f/u visit to the doctor on (B)(6) 2013 gave a good prognosis.

Manufacturer narrative:
Aso reviewed the following records for testing performed on material used for this type of product. Certificate of qc compliance and sterility dated (B)(4) 2013 - lot - lot 4069-03376. Non-adherent pad spec m-196 rev. 2 dated (B)(4) 2012.